Event description:
It was reported that approximately six weeks post implant the right ventricular (rv) lead dislodged and was repositioned. Post repositioning the lead exhibited a gradual increase in threshold. The patient was reported to have experienced dizziness. The lead was reprogrammed and remains in use. The healthcare professional commented regarding the time for steroid eluting as lead exit block was suspected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.